Event description:
Device malfunction: failure to deploy suture. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using the proglide device after an unspecified procedure. Reportedly "the device failed to deploy the suture". It is unknown how hemostasis was achieved. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.